Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that when attempting to go from 2d with the upside-down reverse r on the pendant light on, when switching to 3d, the light remained on. The spine rep reported that it used to go off and did not stay lit when going from 2d to 3d on the system. The spine rep also reported that when attempting to look at the perc pin after a scan, the perc pin placement on the anterior posterior (ap) scan was flipped on the image, and after each spin on the system, the image had to be flipped to be on the correct side. There was no patient involved.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #:(B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.